Event description:
It was reported that the patient¿s pump was replaced on (B)(6) 2015 and magnetic resonance imaging (MRI) was performed with contrast in the reservoir to check if the catheter was patent. ¿apparently¿ they got resistance at the pump replacement when attempting to clear the catheter. No patient symptoms were reported. Event outcome was unavailable at the time of the report. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058148r, implanted: (B)(6) 2001, product type: catheter. (B)(4).